Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the share logs was performed and issue was found for serial number 8lfnd7 within the investigation window.  The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).